Event description:
It was reported that during the reprocessing of a thoracic grasper instrument, it was noted the shaft was damaged. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube had various deep scratches towards the distal end with material missing measuring .061 x .062. No other damage was found.